Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the pt underwent stenting of the prox lad (pre-dilated) with a xience stent. In 2009, the pt was re-hospitalized and a diagnostic coronary angiography was completed, which revealed complicated plaque involving the distal part of the xience stent. The pt was asymptomatic. The physician successfully treated the stenosis with balloon angioplasty and deployment of another co's stent with excellent final results. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Stenosis, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. In this case, it is likely that the hospitalization is a secondary effect of the restenosis; however, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.